Event description:
A pt intubated with a six 6 cfn, cuffless fenestrated tracheostomy tube expired on 8/14/97 from respiratory arrest, cause unk. It was also reported that pt was found with head forward, occluding the 15mm connector of the device inner cannula. The 6cfn, cuffless fenestrated tracheostomy tube device was in use approx. Eight (8) months. There was no reported device malfunction. The 6 cfn device was discarded and is not available to be returned to the MFR for identification, analysis and investigation.